Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to loosening of infinity tibial tray and perhaps a bit of bone necrosis at the medial edge.

Manufacturer narrative:
Correction - h6 (results code) the complaint could be confirmed, since the information for evaluation matches the alleged failure. Upon further investigation of the CT scans by healthcare professionals the following was observed: the CT scan is showing clear loosening, subsidence and anterior dislocation of the tibial component. There is also some radiolucence visible for the talar component and in the frontal plane anterolateral subsidence can be confirmed as well. Therefore, it can be clearly stated that both components are loosened and displaced. A revision seems necessary. There is no clear reason for the failure, but a patient related cause due to poor bone substance is likely. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, the assessment is limited. No conclusive statement can be provided, because key clinical information e.g. Clinical status, exact symptoms and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to loosening of infinity tibial tray and perhaps a bit of bone necrosis at the medial edge.